Manufacturer narrative:
The complaint device was received and evaluated. The device was returned without the suture component and thus could not be evaluated in its entirety. There were no anomalies with the handle of the device. A specific DHR on the two types of sutures used in the device assembly revealed that the two batches passed with no manufacturing or process deficiencies. A broader DHR review has been conducted on the final assembly to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaint from this lot of devices that were released to distribution. At this time, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The customer reported during a thumb repair, the suture broke on their mini quick anchor. The surgeon removed the anchor, made an additional incision and used additional suture to complete the procedure. This delayed the procedure 30 minutes.